Event description:
The reporter stated in a telephone call to an integra sales representative that a hallu-fix plate was implanted into her foot in (B) (6) 2006, following a crush injury. The patient stated that her toe is now sticking up an inch or two above the ground. She stated that during a procedure to remove the device, the surgeon was unable to extract the screws because they were "sheared off". Integra has called for further info. No response has been received to date. Integra has requested in writing further info from the surgeon to determine the exact identity of the product and additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.